Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the 24th august 2015 and performed to specification, alongside random manual power ons, up to the last log entry on the 6th december 2015. A test pad-pak was inserted into the device and passed a self-test during a power cycle. No warnings were given at shutdown and the status led continued to flash green. Test therapy was carried out and the device delivered a test shock without fault. An acceptable measurement was recorded. The device was disassembled for investigation. Investigation found no fault with the returned device. Investigation was unable to replicate the reported fault. The device performed to specification throughout the history log and during testing at heartsine. The j11 connector and the status leds were inspected with no abnormalities observed.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Green status indicator on device lit constantly.